Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of having high blood glucose. Customer's blood glucose was 538 mg/dl. Customer was not feeling well and treated with manual injection. Customer reported that insulin pump was not delivering enough insulin. After troubleshooting, customer was advised that tubing clamp would be sent in order to perform high pressure test. Customer reported of being admitted into the hospital twice, but neither were due to diabetes or high blood glucose. Customer also reported of receiving a weak battery alarm and reported that display screen was very scratched and difficult to read. Insulin pump passed self-test. Insulin pump would be replaced due to customer not being able to read display screen.